Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the 30 minute cross clamp time during a robotic partial nephrectomy, the thread of 3 sutures broke during manipulation and as a result the needle fell into the cavity. The time spent to locate the needle increased this part of the procedure to 31 minutes. There was no patient injury.